Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed a gradual rise in shock impedance measurements to eventually be greater than 125 ohms. A commanded 1.1 joule shock was performed which yielded an in range shock impedance measurement. There were no adverse patient effects. The system remains in service.